Event description:
It was reported that the unspecified bd¿ pump set had unregulated flow during use, causing the "vancomycin" to infuse too quickly and the pump alarm to go off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "vancomycin (1250mg/275ml) was hung at 0053 to infuse at 183 ml/h. Vtbi was changed to 300 ml to account for overfill in the medication bag. At 0117, pump alarming and vancomycin bag was dry. Reviewed pump and still read rate as 183 ml/h and 209 mls left to infuse."

Manufacturer narrative:
After further review MFR#: 2243072-2021-00809 has been deemed to not be reportable. The device in question is a concomitant device and should not have been reported. As a result MFR#: 2243072-2021-00809 is null and void.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for reported failure mode could not be determined based on the sample submitted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pump set had unregulated flow during use, causing the "vancomycin" to infuse too quickly and the pump alarm to go off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "vancomycin (1250mg/275ml) was hung at 0053 to infuse at 183 ml/h. Vtbi was changed to 300 ml to account for overfill in the medication bag. At 0117, pump alarming and vancomycin bag was dry. Reviewed pump and still read rate as 183 ml/h and 209 mls left to infuse."